Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: d7a, d9,h3 a getinge field service engineer (fse) states complaint was handled over the phone, no site visit needed.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an alert as helium transducer not calibrated. Patient was not involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.